Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown tfn nail. Device was not explanted. 501k: unknown, as specific part and lot numbers for the complainant screw were not reported. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent at trochanteric fixation nail (tfn) procedure on (B)(6) 2015. As the surgeon compressed the helical blade, it backed up straight through the nail. It was removed and a lag screw was placed instead. There is possible damage to the locking mechanism of the nail. A thirty (30) minute surgical delay was noted; the procedure was completed successfully. This report is for one (1) unknown tfn nail. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was confirmed that procedure was a trochanteric fixation nail advance (tfna) which was performed on (B)(6) 2015. Patient was fine and procedure was completed successfully.